Event description:
It was reported the system was going to be removed on the day of the report because it was not working. The healthcare provider did not require the assistance of a manufacturer's representative for the explant. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-45, lot# v822013, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the physician reported that the reason for the device not working and the system explant was a loss of efficacy. The troubleshooting that had been performed was parameter adjustments. If additional information is received, a follow-up report will be sent.